Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that data analysis was performed and it was confirmed the shock impedance began increasing quite steeply approximately two and a half years ago. Technical services (ts) provided troubleshooting options and programming recommendations. The physician indicated lead replacement is being discussed. No adverse patient effects were reported. The lead remains in service. Additional information was received. The patient attended the facility and lead measurements were performed. The shock impedance was found to be out of range as expected, and no noise oversensing was observed upon provocative testing. Ts provided troubleshooting and programming recommendations based on the data provided. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that data analysis was performed and it was confirmed the shock impedance began increasing quite steeply approximately two and a half years ago. Technical services (ts) provided troubleshooting options and programming recommendations. The physician indicated lead replacement is being discussed. No adverse patient effects were reported. The lead remains in service. Additional information was received. The patient attended the facility and lead measurements were performed. The shock impedance was found to be out of range as expected, and no noise oversensing was observed upon provocative testing. Ts provided troubleshooting and programming recommendations based on the data provided. No adverse patient effects were reported. The lead remains in service. Upon further review, it was determined that this lead exhibited a gradual rise in shock impedances, eventually going out of range.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that data analysis was performed and it was confirmed the shock impedance began increasing quite steeply approximately two and a half years ago. Technical services (ts) provided troubleshooting options and programming recommendations. The physician indicated lead replacement is being discussed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.